Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient went to the emergency room today because they were in pain. They just had their pump refilled on (B)(6) 2022. The pain got so bad starting early this morning. They did not hear any audible alarms but did have a return of pain. The hospital did not have a clinician tablet. Patient services provided number to national answering service to page a company representative (rep). The patient did mention that the healthcare provider (hcp) stated on a report that the pump had failed. Patient services tried to get more information as they did not have a clinician tablet but the patient could not provide any more. The patient is going to have the hcp page a rep.